Event description:
It was observed during the device evaluation, the videoscope exhibited the coating of the image guide tube is peeling off (1 mm^2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, a root cause was not identified. The event 3 is detectable and preventable by handling device in accordance with the following IFU. Warnings and cautions 3.6 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.